Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported multiple infusion sets with bent cannulas and was hospitalized due to high blood glucose. The blood glucose value at the time of the event was 600 mg/dl. The event did not cause any injury. The patient did not notice any damage when the package was first opened. And the infusion set had been in use for 2 days. During hospitalization, the patient was treated with insulin through intravenous fluid as corrective treatment which resolved the issue. The patient was hospitalized for 6 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.